Event description:
On (B)(6) 2010, the patient was implanted with four gore excluder aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. On (B)(6) 2012, computer tomography scan revealed gas in the aneurysmal sac. The physician suspects an infection. The patient has been placed on a regimen of antibiotics to treat the infection. The physician will take a wait-and-watch approach, and decide whether to re-intervene at a later date.

Manufacturer narrative:
Additional excluder devices included in this report: (B)(4). A review of the manufacturing and sterilization records for the devices verified that the lots met all pre-release specifications.